Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial #: (B)(4), product type programmer, patient. Product ID: 97755, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97745, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and the manufacturer representative, regarding patient implantable neurostimulator (ins) for spinal pain. It was reported that patient was upset, the programmer was not communicating with battery. Checking recharge quality message was noted. The cause was unknown. Patient was instructed to take battery out and put back in. Patient states that she tried several times and it was still not communicating. Patient was 2 weeks post-surgery and was also complaining of wound drainage. Patient was instructed to contact hcp. Patient had an appointment on 4/9. Patient's weight information was not available. Later, it was reported that the device will not work; it was depleted. Information was reviewed with patient regarding the recharging and the time it takes. It was reported that patient's ins settings were very low and not on hd settings. Caller mentioned that patient was disgruntled, overly frustrated as patient had a competitor's device before and had wound drainage and other things going on. It was reported that patient got into passive recharge mode yesterday and was able to get recharge screen. Patient recharged from 10:41-3:15pm but only got to 40% ins battery level; when rep connected to patient's ins with the tablet it showed patient only recharged for two 9 minutes sessions, and one 1 minutes session to get to 40%. Patient's controller battery is full. Rep said patient got software problem message: 1 intellis 2 3.0 3 58 4 qf_new when rep connected today she got system problem rm04 error. Given patient's difficulty with recharging, caller was transferred to repairs department to replace the ins recharger. Insr to pc connection looked fine, did not appear to have any bent or broken pins. On 4/12, rep reported that patient received the new recharger head on 4/10 and was able to charge up the ins in less than 1 hour. Patient was very satisfied with the device and the recharging. Hcp got the patient started on antibiotics soon after the implant because the patient reported drainage from wound, to hcp right after the device implant. On 4/9, hcp looked at the wound and it looked fine. There was no redness or drainage. Nothing has been heard from patient since so the patient is doing well. The cause of the software problem and rm04 messages were unknown. No further complications were reported/anticipated.